Event description:
Boston scientific received information that during threshold testing with rf telemetry, the test was unable to be ended after capture was lost, resulting in asystole for greater than two seconds. The local field representative turned rf telemetry off. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.